Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, no temperature problem was found. The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. Therefore DHR is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature issue. Per review of wo on 21oct2023, device was used on patient. Per follow up information received via email on 07nov2023, the device be sent in for a bd-approved facility for evaluation. The repair was not yet started, and the issue was not resolved yet. Therapy has been completed by using another arctic sun available at customer¿s site and the impact to the patient was unknown. Per sample evaluation results on 09nov2023, it was reported that the fill tube was dirty. Crack found on level sensor and damaged temperature out cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature issue. Per review of wo on 21oct2023, device was used on patient. Per follow up information received via email on 07nov2023, the device be sent in for a bd-approved facility for evaluation. The repair was not yet started, and the issue was not resolved yet. Therapy has been completed by using another arctic sun available at customer¿s site and the impact to the patient was unknown.